Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. See b5 for additional information d10. Section d references the main component of the system. Other medical products in use during the event include: brand name: ascenda, product ID: 8780, serial #: (B)(6), product type: 0184-catheter, implant date: (B)(6) 2020 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding a patient receiving unknown baclofen via an implantable pump for non-malignant pain. It was reported that the patient fell in 2021 and had issues with the pump ever since. The patient rep stated that the patient experienced pain near the pump and thought the pump was pressing on their spine. The patient rep also reported that the patient's healthcare provider (hcp) believed that the catheter may have migrated, and they were now considering a revision of the catheter. Per the patient rep, the patient's hcp didn't know where the catheter was originally placed, so it was difficult for them to know if the catheter truly migrated or not, but they felt that the catheter needed to be higher. It was stated that the patient was working with their insurance company regarding the revision procedure. They had an appointment for pump refill scheduled for (B)(6) 2026.